Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant). A surgeon reported that an intraocular lens (iol) was exchanged for a different power lens due to a myopic surprise. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2010, 05/10/2010, and 05/28/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).